Event description:
It was reported that bd extension set was leaking the following information was received by the initial reporter with the verbatim leakage of fluids (not contrast media and not during power injection): physiological saline.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.